Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm any product malfunction or other product condition to have contributed to the patient's hyperglycemia and hospitalization. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide: model: cat45e/cat45f; 15546-aw rev d 06/2016. Checking your blood glucose 7 / page 98: warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported that the patient¿s blood glucose (bg), carbohydrate intake, and insulin history is as follows: (B)(6). He decided to go to the hospital where they gave a manual injection of insulin. They also did some blood work and performed an electrocardiogram (EKG) test. He also reported that his bg levels was low (exact bg was not provided) due to all the insulin that he gave himself. The pod was worn between 4 and 24 hours on the hip/buttocks.